Event description:
It was reported that a patient had a dressing put on sacrum for prevention. When lifted for inspection noted the skin peeled off with the partial removal, left an imprint on the skin, and noted blisters near the edge of where the dressing was and required a medical intervention.